Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock for what appeared to be t wave oversensing. It was also noted that the smart pass feature had been disabled. Technical services (ts) was contacted, reviewed the data and noted small r waves. Ts recommended reprogramming options since the patient also has a left ventricular assist device (lvad). This electrode remains in service. No additional adverse patient effects were reported.